Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting oversensing on the right atrial (ra) lead. There was no impact to the patient therapy. The cause of the oversensing was not determined by the healthcare facility. At this time, the device and ra lead remain in-service and no further actions were performed. The ra lead is a non-boston scientific product. No adverse patient effects were reported.